Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30004383l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that during the ablation, there was an impedance rise. The thermocool® smart touch® sf bi-directional navigation catheter was removed from patient¿s body and checked. Clotting was found stuck to the tip of the catheter. The catheter was replaced with another smart touch sf catheter and the issue resolved. No patient consequences were reported. Additional information was received on june 17, 2018 on the event. It was clarified that the material found stuck to the tip of the catheter was coagulum. The patient did not exhibit any neurological symptoms since the procedure was completed. It was also stated that the physician decided to stop the procedure due to the impedance rise noticed. It was confirmed that the impedance cut-off was never reached. No error messages or product problem were observed. There were no issues related to temperature or flow on the catheter. The generator was set to power control mode. There is no information if they were using anticoagulant or just saline solution. There is no product information on the generator or pump used during the procedure. Additional information is being requested to follow up on the procedure cancellation reported on the response received. With the information available, the procedure cancellation is not reportable as there¿s no evidence that the physician considered cancelling the procedure represented a potential risk to the patient. The impedance issue was assessed as not reportable. Although the incidence of high impedance reading occurred, it was confirmed that the impedance did not exceed any cut-offs. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The coagulum observed on the catheter tip was assessed as a reportable malfunction.